Event description:
Elderly woman presented with left mca occlusion. The physician first tried penumbra thrombectomy devices but without success. The clot was retrieved with the merci retriever v 2.5 firm but got stuck at the ica-t. The physician slightly torqued and pulled the retriever, fracturing it and leaving a broken piece in the vessel. The physician placed a stent across the location of the broken retriever, pinning it to the wall of the vessel. The physician indicated that the pt's outcome was not compromised by this event. The vessel was opened. Since the device was not returned to concentric medical, a complete investigation could not be performed. The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture.